Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was in flight on an airplane. Customer was unable to clear the alarm after landing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using manual injections for insulin therapy.